Event description:
It was reported that pump screen "sensitivity was off, which caused difficulty selecting number 0". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.